Event description:
(B)(4) the provider states the joystick had smoke coming from it. The provider didn't have additional information regarding the issue other that then joystick will not turn on now (B)(4).